Event description:
Patient was having an ablation procedure. The 360 express rfa balloon catheter worked on first pass but would not work again after that (should be able to do many passes with one probe) had to open a new one. Covidien barrx 360express rfa balloon catheter ref 64082 lot b000002809.